Manufacturer narrative:
Radiographs were received and the event was confirmed. The implants did not return to nuvasive. Specific material numbers have not been reported. The root cause is not known. No further investigation can be completed at this time. Review of labeling notes: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury, metal sensitivity or allergic reaction to a foreign body . . . ".

Event description:
A female patient with thoracic-lumbar-sacral-pelvic posterior instrumentation at t6-s1 underwent a revision surgery on (B)(6) 2017 due to an iliac crest screw fracture at l5-s1. All hardware was removed with the exception of the embedded iliac screw fragment. No information is available that describes the nature or extent of the revised construct.